Event description:
The salute fixation device is intended for fixation of prosthetic material. The device was reported to have a bend shaft and tip that occurred during surgery. The instrument was sent to the hospital purchasing department and not reported for two months.